Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification revealed what appears to be a scratch on the active tip. There was saline residue in the suction tube and tissue debris around the active tip indicating the device had been used. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. The reported failure cannot be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possibility is the scratch on the active tip could indicate coming in contact with an instrument, which could result in an output shorted alarm and stopped function of the electrode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot expiration date is not available.

Event description:
The sales rep reported that during a shoulder procedure the tip of the customer's vapr s90 4.0mm with integrated handpiece was sparking in the patient and stopped working. The sales rep stated that the generator settings were set at default 220/120 and neptune was used for suction. The sales rep was unsure how long the device was on before the sparking occurred. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences or delays. The sales rep was unsure if the case was completed with a device from the same lot number. The sales rep stated that the electrode is brand new and not a reprocessed device. The sales rep stated that the device was not buried in tissue and was not near metal. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation.